Manufacturer narrative:
The investigation was completed and no product was returned. Arrhythmia: the root cause of the injury was unable to be determined due to insufficient clinical details. Device history review was completed and passed all the post sterile inspection checks.

Event description:
The complainant reported that the patient encountered ventricular tachycardia (vt) during impella 5.5 support. Care team mentioned that vt was not caused by impella 5.5. However, after a few days of support, care was withdrawn and the patient expired.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.